Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the reported phenomenon was reproduced, and it was determined to be due to faulty power switch mechanism. Evaluator determined that wear was the highly likely cause. The design of the power switch was changed in order to improve its resistance. This design change was applied to otv-s190 shipped from 2013/11/18. (Service bulletin: 146p-q0156). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction mentioned, it was observed, the power could not be turned on/off due to the power switch mechanism failure, and scratch marks were noted on the front panel. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during preparation for use, the on/off button of the visera elite video system center was pressed and was not working. Upon inspection of the customer¿s returned device it was observed, the power switch could no longer be turned on or off. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.